Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose at 40 mg/dl and his sensor glucose value was also at 40 but the pump did not beep. Customer stated that he has not been receiving any low alerts. Customer stated that his pump always vibrates and beeps. Customer stated that he is getting a bolus estimated total in smaller increments than what he has set. Customer has not uploaded to carelink before. Customer stated that he has the pump set to alert him when his blood glucose level is 60 mg/dl. Customer stated that he has been waking up to low blood glucose readings for the past 2 nights and the sensor has not woken him. Customer became upset and stated that he will call back.